Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the pt called the facility and reported a pinhole leak in the hub/luer area. Dialysis center covered the pinhole leaking area and dialyzed pt that day. The catheter was exchanged for a new one on (B)(6) 2010.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.